Event description:
Caller tested 3.1 inr on the coaguchek xs system while a comparison lab returned as 7.3 inr. Patient was given 5 mg vitamin k and coumadin dose was held for 2 days. Coumadin dose has since resumed. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.